Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer submerged the pump in water, and an unspecified malfunction alarm occurred. Blood glucose level was 300 mg/dl. Reportedly, the customer was able to successfully turn the pump on.